Event description:
The patient reported that there was pain at the implantable neurostimulator (ins) site. The patient had an appointment with the hcp on (B)(6) 2022 to discuss removal of her ins. The patient hasn¿t used her system in quite some time. According to the patient, she has met up with the manufacturing representatives several times but still isn¿t getting any pain relief in her legs with the system, she was not interested in meeting up to do any reprogramming. Apparently, the battery has migrated up under her rib cage and is causing pain. She wants the battery explanted. The issue remains ongoing at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.